Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a mis-identification. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported a misidentification of e. Coli on their instrument. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse found the instrument to be functioning as expected and without errors. The fse disinfected the equipment, performed cv's with passing results. The light source was checked with passing results. The normalizers were verified and found to be functioning as expected. The instrument was returned to the customer in working order. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case# 02266777 related to this failure mode. Complaints for results are within statistical control for the month of january 2024. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phoenix¿ m50 automated microbiology system, there was a mis-identification. There was no report of patient impact.